Manufacturer narrative:
Evaluation summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated apparent explant damage. Visual analysis of the lead indicated the lead was stretched. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 5076-58, lead implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were high thresholds. The right atrial (ra) lead was explanted and replaced. No patient complications have been reported as a result of this event.